Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that defective retractor band a field service engineer, replaced retractor band on auxiliary hh drawer 3.1 and reseated cables on drawer control board to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer was failed to open the customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.